Event description:
Healthcare professional reported a patient was injected in lips and barcodes region with 0.8ml juvéderm® volift¿ with lidocaine. At an unspecified time later, patient developed two granulomas (nodules type 1 large) in upper lips and migration of the product in the lips. Biopsy was not provided. Patient was treated with hyaluronidase.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.